Event description:
It was reported that the device had no ground plug. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device is not being repaired.